Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, foreign material probably from the cartridge was seen on the iol. The foreign material was removed within the surgery. The surgery was completed. Additional information was requested.

Manufacturer narrative:
The cartridge was not returned for analysis. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The associated iol, 23.5 diopter is not within the qualified diopter range. The company lens model is only qualified for diopters 6.0-23.0 in the cartridge. A non company injector (handpiece) and viscoelastic were indicated. The product investigation could not identify a root cause. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. The associated iol, 23.5 diopter is not within the qualified diopter range. The company lens model is only qualified for diopters 6.0-23.0 in the cartridge. Non company associated products were also indicated. The reported complaint may be related to a failure to follow the IFU (instructions for use). Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The cartridge was not returned for analysis. A qualified lens model/diopter was indicated. A non company injector (hand piece) and viscoelastic were indicated. The product investigation could not identify a root cause. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Non company associated products were indicated. The reported complaint may be related to a failure to follow the instructions for use. Per the IFU, the use of an unqualified combination (non company) may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (b)(40.